Event description:
Patient chemo was not delivered between two days via cadd pump. She received dose the following day. This delayed administration of neulasta rescue drug and patient suffered neutropenia with fever requiring hospital admission.